Manufacturer narrative:
No device analysis results are available because the device remains implanted. Migration of the device to the right ventricle was confirmed via review of x-rays. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient's waveform morphology resembled right ventricle waveforms. X-ray images were obtained and confirmed that the sensor had migrated to the right ventricle. There were no adverse consequences to the patient and no future action is planned.